Event description:
It was reported to philips that the ready for use (rfu) indicator was slanted backwards into the device. There was no reported patient or user involvement and no adverse event to patient or user was reported.